Manufacturer narrative:
Device is pending repair.

Event description:
Device failed pre-operational testing, patient wye not blocked. The philips service engineer ordered a 3 station solenoid for replacement. The device is pending repair. No patient involvement.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Event date: (B)(6) 2014. Rec'd by MFR date: 03/13/2015. Conclusion / root cause: the reported complaint of initial sst test failed code 2131 was not duplicated. No problem found on this returned 3 station solenoid. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The manufacturers field service engineer replaced the 3 station solenoid and exhalation filter to address the reported problem.